Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the facility is having charging issues with the batteries that were received from the manufacturer on july 7, 2021. It was mentioned that all of the batteries were uncharged upon arrival and had to be charged individually. While charging the batteries, it was found that some of them are unable to or do not hold charge and therefore unusable. There is no information on patient involvement.

Manufacturer narrative:
Omit e2401 - insufficient information, omit f24 - insufficient information, omit a0705 - battery problem (2885), omit g02002 - battery (420). Manufacturer narrative : the root cause for the reported issue of an batteries do not hold charge was not determined. The reported issue that there was an batteries do not hold charge could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the facility is having charging issues with the batteries that were received from the manufacturer on july 7, 2021. It was mentioned that all of the batteries were uncharged upon arrival and had to be charged individually. While charging the batteries, it was found that some of them are unable to or do not hold charge and therefore unusable. There is no patient involvement.